Manufacturer narrative:
(B)(4). Batch #: unknown. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified.

Event description:
It was reported that during an unknown procedure, there was a problem when fixing the clip in the desired location, it did not give the necessary tightening. It is unknown how the procedure was completed. Patient consequence was not reported.